Event description:
The customer reported a defib test failure. It was later clarified their was a shock failure during the operational check.

Manufacturer narrative:
(B)(4). The customer reported a defib test failure. It was later clarified their was a shock failure during the operational check. The device was evaluated by a philips fse. The issue was isolated to the therapy pca. The therapy pca was replaced to resolve the issue. The device passed all testing and remains at the customer site for use. This was a malfunction of the therapy pca that caused the reported symptom. Replacement of the therapy pca resolved the issue.